Event description:
It was reported to philips that the device fails operational check at therapy delivery. There was no patient involvement.

Event description:
It was reported to philips that the device fails operational check at therapy delivery. The field service engineer (fse) evaluated the device and found the therapy capacitor was not charging fully. The device needs a therapy capacitor. It was determined that this was a malfunction of the therapy capacitor. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.